Manufacturer narrative:
The manufacturer has requested the device for evaluation. To date, no product has been returned. Upon completion of the manufacturer's investigation, a follow up report will be filed.

Event description:
A durable medical equipment (dme) supplier alleges that a continuous positive airway pressure (CPAP) device experienced a thermal event. There was no report of patient harm or injury.